Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. A4: weight: 99.7 kg.

Event description:
Clinical study advantage af phase 2, pf106, subject ID: (B)(6). It was reported that during preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear had air in the sheath. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. No further information was provided on device return status.